Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a recorded lowest blood glucose of 44 mg/dl and a duration outside target for a couple of hours; the user did not receive alerts or alarms and used oral glucose tablets to treat. Symptoms included sweating and hallucinations. Outcomes included no professional medical intervention, no ketone testing, and no hospitalization. Investigation included complaint intake review and troubleshooting with education regarding device use. Investigation of this case revealed no device malfunction reported and no alarm activity, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and unrelated to a confirmed device failure.